Event description:
It was reported that at implant the lead insulation ruptured at the proximal part of the lead. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): full lead was returned, and analysis found that the outer insulation was pulled apart (overstress). A conductors had blood/body fluid (not obstructed). Damaged at implant.